Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the 2.5 x 15 mm voyager rx was delivered for pre-dilatation to the lesion, without any problems. However, the balloon ruptured when it was inflated for the second time at 10 atm (pinhole rupture) and was replaced with a 2.75 mm voyager balloon catheter. Another company's drug coated stent was then implanted. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information . Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, or insufficient preparation prior to use. Reportedly, the lesion was mildly to moderately calcified, which could have contributed to mechanically damaging the balloon materials such that upon inflation, the balloon ruptured. No adverse patient effects were observed as a result of the balloon rupture. Without a returned device for analysis, a definite root cause for the balloon could not be determined.